Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: discovered graduations printed on 10ml sterile syringe not properly printed; lot # 3124380.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 03aug2023. Medwatch report # mw5120706. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: discovered graduations printed on 10ml sterile syringe not properly printed; lot # 3124380.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.